Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed battery power loss alarm. The adapt tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed battery power loss alarm due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the battery lasts less than 1 day. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.